Event description:
I have been using the dreamstation 2 for about 3 years with no issues. However, last week I put the mask on at bedtime and it smelled smoky. So, I immediately took it off and turned off the machine. Just to check, I waited a few minutes and turned it back on and it still smelled smoky. There was no visible smoke, just a smell. I have not worn it since. So, now I am stuck because my insurance won't replace my device until it is 5 years old, but it is out of the 2-year warranty.